Event description:
On (B)(6) 2014 initial notes: my daughter just received the pump a few weeks ago and is having trouble with the quick set infusion sets; they have been bent. The cannula have been bent and the tubing has been bent also since (B)(6) 2014. Patient has treated with the pump a correction but still 451 now she is doing manual injections. The set they removed of her body seemed kinked. Assistance provided: advice. I would send the replacements for her, overnight as she is all out of sets now. Patient's mom did state that she has already spoken to doctor and wants to try different lot. Advice: if continues to happen, call us back to possibly look into different types of sets to try, last set that came out was kinked and daughter is now on manual injections. Patient declined high bg trouble shooting and will wait to see if the new sets work out. She also stated that her doctor made some adjustments as well so they will wait to see if it works. Advice to call us back if patient was still running high or if bent cannulas continued.

Manufacturer narrative:
A visual inspection and tests for flow and leak were performed on the returned used devices. The soft cannula was kinked at the tip, on one out of two also the pcc connector needle was clogged by insulin on both samples. The leak test was found within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. During mfg of the cannula part the soft cannula is kept straight by the introducer needle; however, if the introducer needle is bent during handling and packaging of the infusion set, this may affect the soft cannula causing it to kink. To prevent systematic failures during mfg, unomedical uses online sampling plans according to iso 2859-1. Sample sizes are tested against specifications. During use in general and specifically during insertion the patient may accidentally kink the soft cannula. This report has already been reported to FDA in the asr in q1 2014, at that time we did not know if anything was wrong with the infusion device. Unomedical a/s hereby considers this case to be closed.